Manufacturer narrative:
The sterilization and lot history records have been reviewed and found to be acceptable. Report 2 of 2, see 1920664-2014-00001.

Event description:
The user facility in korea reported the vitrectomy cutter was not cutting at 5000 cpm. The cutter started to work when reduced to 1000 cpm then stopped after 10 seconds. Another cutter was used to complete the surgery. There was no impact to the patient.